Event description:
Not enough radial force. The report received from the affiliate states that when the stent was deployed, and after post ballooning, the vessel was not completed. The lesion was a chronic total occlusion (cto). No additional patient or procedural information is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that when the stent was deployed, and after post ballooning, the vessel was not completed. The lesion was a chronic total occlusion (cto). No additional patient or procedural information is available. One non-sterile pkg assy 7x060 smart vas 80cm was received coiled inside a plastic bag. Locking pin and stent were not received. Two kinks were detected at 7.8 from distal end on inner shaft and 14.5 cm from ID band. Blood residues could be observed. No other discrepancies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported 'stent/incomplete expansion' by the customer was not confirmed since the stent was not received. The cause of this condition could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without return of the stent for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.